Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device breaking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device failed for vibration assessment. During repair, it was determined that the bearings were damaged and could not be taken apart. The assignable root cause was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was broken. During service and repair, it was observed that the device failed for vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.